Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Voluntary medwatch states: patient 7 years post right hip arthroplasty. Doing well until recently. Sudden onset of right hip pain and instability. Radiographs show fracture of his s-rom stem just within the confines of the proximal sleeve. Zitt sleeve appeared to be well fixed as did the cup. Appeared to be some lysis in the trochanter. Surgeon notes: "fracture of the stem which appeared to probably have some failure mechanism that was ongoing for a moderate amount of time." The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4)

Event description:
Patient 7 years post right hip arthroplasty doing well until recently. Sudden onset of right hip pain and instability. Radiographs show fracture of his s-rom stem just within the confines of the proximal sleeve. Zitt sleeve appeared to be well fixed as did the cup. Appeared to be some lysis in the trochanter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.